Event description:
Affiliate reported shunt had no effect on hydrocephalic emptying and no effect on ventricular size. Conductance test in (B)(6) 2010 reveals pathologic testing pressure and conductance (0.9 hpa;4.9). Shunt was revised: free flow of csf from ventricular catheter, free flow in the distal catheter. Pressure measurement in the shunt value shows that it opens on a higher pressure then the adjusted pressure.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.